Event description:
During insertion the anchor broke at the tip of the inserter; only the threaded body was remained in the bone. A competitor's device was inserted next to the broken anchor to continue the case.

Manufacturer narrative:
No product was returned for evaluation.